Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device noted a slight scratch to the keypad. A primary audible alarm bgnd test was noted in the event history log. Upon functional testing of the device, the technicians were unable to duplicate this reported allegation however. As a result, a definitive problem source was unable to be determined. It was noted in addition that no external damage or contamination to interconnect board or speaker was found; glue was intact on inter connect flex cable j9 connector. The evidence of the reported complaint in the event history log has confirmed this reported issue; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump had failed audible alarm bgn test; no patient involvement.